Event description:
A report was received that a patient's ipg was protruding. The patient underwent gastric bypass surgery and has since lost a significant amount of weight, therefore causing the ipg to protrude. The patient has requested the system be explanted.